Manufacturer narrative:
Results evals: investigation: examination and testing of the returned unit found the product cuff confirmed the report of leakage. It was noted that a narrow part of the proximal cuff skirt had failed to bond sufficiently. A historic complaints review confirmed this to be the first complaint of this nature for the two possible lots identified and the first of this nature for this product code. Though there have been complaints of this nature on this product code this is historical and does not indicate a systematic failure during manufacture, especially when compared with sales annually. A further review of manufacturing records confirmed the presence of a cuff inflation check carried out on 100% of this product line. Root cause: an insufficient bond at the time of manufacturer. The following corrective actions were undertaken following a similar incident of cuff leakage: all relevant personnel were retrained in the subsequent cuff inflation leak test. Machine setting staff were retrained in the set-up of the cuff welding machine. Operators were retrained in the cuff welding process. This report has been logged for trending.